Manufacturer narrative:
It was reported that this device failed and alarmed during use, which led to the spo2 of patient decreased. The customer switched to manual ventialtion immediately and replaced with a back up device. No patient injury reported. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. Analysis will be not possible due to there was no failed parts and can not return anything to draeger for investigation. Based on the limited information currently available, the manufacturer concluded that in case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It was reported that this device failed and alarmed during use, which led to the spo2 of patient decreased. The customer switched to manual ventialtion immediately and replaced with a back up device. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that this device failed and alarmed during use, which led to the spo2 of patient decreased. The customer switched to manual ventialtion immediately and replaced with a back up device. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.